Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - detachment of components. - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis. - caval thrombosis/occlusion. - extravasation of contrast material at time of venacavogram. - air embolism. - hematoma or nerve injury at the puncture site or subsequent retrieval site. - hemorrhage. - restriction of blood flow. - occlusion of small vessels. - distal embolization. - infection. - intimal tear. - stenosis at implant site. - failure of filter expansion/incomplete expansion. - insertion site thrombosis. - filter malposition. - vessel injury. - arteriovenous fistula. - back or abdominal pain. - filter tilt. - hemothorax. - organ injury. - phlegmasia cerulea dolens. - pneumothorax. - postphlebitic syndrome. - stroke. - thrombophlebitis. - venous ulceration. - blood loss. - guidewire entrapment. - pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: a patient with a history of recurrent deep vein thrombosis and pulmonary embolism was hospitalized for fever, chills, and worsening shortness of breath. While hospitalized, the patient was noted to have deep vein thrombosis of the right lower extremity from ultrasound and pulmonary embolism from a lung v-q scan. Approximately four days post hospital admission, the patient had a vena cava filter deployed. The patient was admitted to the hospital and discharged several times for difficulty breathing, cardiac issues, and recurrent deep vein thrombosis and pulmonary embolism. The patient status continued to deteriorate, with a spontaneous bleed in a the location of a prior meningioma. Approximately twelve days post hospital admission the patient expired. The preliminary cause of death was hemorrhagic cerebrovascular accident. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years and ten months post filter deployment during a period of hospitalization, a lung scan noted intermediate probability for pulmonary embolism and cardiomegaly. During the hospital course, a CT angiogram was performed which was positive for acute bilateral pulmonary embolism. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the origin of the pe and the relationship to the filter has not been established in he provided medical records. Henceforth, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four years post filter deployment pulmonary perfusion scan suggested recurrent pe. One month later CT scan the head demonstrated right cerebral subdural hematoma, a massive intracranial bleed was identified five days later the patient expired, the reported cause of death was cerebrovascular accident.